Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient experienced a loss of stimulation on the left side and irritation in the lower lumbar area. X-rays indicated the left lead had moved away from midline. It was questionable if the right lead was working. The lead was explanted. The patient recovered without sequela.